Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not auto launching the application. A field service engineer (fse) found that the station was not detecting the hard drive. The fse replaced sata cable, but the results were the same; the station was not recognizing the hard drive. The hard drive was then replaced and re-imaged. The setup was completed, and the fse verified that the customer was able to log in and restock the station. The repair was tested by having the customer sign in and use the station. After the fse re-imaged the device, the medication application did not auto-launch. The technical support specialist (tss) performed the following troubleshooting steps found that the remote smart service (rss) update agent was not installed, installed it through the rss agents 4.12 installer, set up carefusion app autologin, rebooted the device, enabled the credential manager on the re-imaged device in rss facility settings, and confirmed that the application started automatically after the reboot. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had a station that was not auto launching the application. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.